Manufacturer narrative:
H3 device evaluation summary: medtronic conducted an investigation based on all information received. It was reported that, while in use on a patient, this 980 ventilator displayed a background fault diagnostic code indicating the ventilator entered into back up ventilation. The device was available for evaluation. A review of the ventilator logs confirmed backup ventilation (buv) at the time of the event. The service personnel (sp) inspected the ventilator and confirmed unit entered buv with expiratory pressure autozero offset failure in logs. Unit then failed extended self test (est) exhalation pressure sensor zero offset test. Sp replaced the exhalation valve assembly (eva). The ventilator passed all calibrations and tests per manufacturer specifications at the time of service. The cause of the event was isolated in the field to a potential fault in eva. The event is included in a data monitoring plan. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that, while in use on a patient, this 980 ventilator displayed a background fault diagnostic code indicating the ventilator entered into back up ventilation. The patient was removed from the ventilator and placed on an alternate ventilator with no injury.